Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, there is a possibility that the endoscopic image was not displayed because the dx board failed due to the user's handling. Since rust was confirmed on the video connector socket in the device inspection result by olympus china sales & marketing, omsc determined that the video connector may have been connected to the device before it was sufficiently dry, which led to a dx board failure. In addition, omsc have confirmed that this phenomenon was not caused by the product or the manufacture, and that there were no problems with the safety. The reported event does not occur frequently. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus china sales & marketing (ocsm) for evaluation. Ocsm inspected the device and confirmed the following: the endoscopic image was not displayed due to a failure of the dx board. The iridescent screen was displayed on the monitor due to a failure of the power supply unit. The video connector socket was oxidized. The device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed. The device was used with the camera head. The user replaced the device to another device and completed the intended procedure for treatment. There was no report of patient injury associated with the event.